Event description:
Procedure was completed successfully. Patient outcome was as planned. Concomitant devices: uss nut (part: 499.294, lot: unknown, quantity: 1). Uss 6mm screw (part: unknown, lot: unknown, quantity: 1). Uss 6mm rod (part: unknown, lot: unknown, quantity: 1). Uss hook and screw holder (part: 388.612, lot: unknown, quantity: 1). Internal countertorque with t-handle (part: 388.143, lot: unknown, quantity: 1). Socket wrench with l-handle (part: 388.584, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the universal spinal system (uss) ¬ii¬ sleeve snapped into two (2) pieces as a nut was tightened onto the screw and rod. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant devices reported: unknown uss nut (part #: unknown, lot #" unknown, quantity: 1), unknown uss screw (part #: unknown, lot #" unknown, quantity: 1) and unknown uss rod (part #: unknown, lot #" unknown, quantity: 1). This report is for one (1) ti collar for 6.0mm rods for uss dual-opening. This is report 1 of 1 for (B)(4).